Event description:
It was reported that the implantable pulse generator (ipg) device was suspected of reaching elective replacement indicator (eri) early due to high output from capture management. The device was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2016 it was further reported that the right ventricular (rv) lead exhibited high thresholds and impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.